Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The customer states the c49 on the control board started smoking during the test. Burn damage was contained inside of unit. The power cord was badly damaged. The copper wiring is exposed in 3 places.